Event description:
It was reported a patient underwent a right hip arthroplasty on an unknown date. Subsequently, a custom implant is needed for upcoming revision for an unknown reason. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2023 - 01843. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.